Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. It was reported that the patient complained of pain at the lead exit site and their right flank. The physician removed the lead and discovered the development of an infection. There were no known environmental/external factors that may have led or contributed to the issue. It was reported that the physician administered antibiotics and flushed the exit site. It was reported that the issue was not resolved at the time of the report. It was indicated that the customer discarded the lead so it would not be returned for analysis. The lead would not be replaced in the future. It was reported that the event occurred on (B)(6) 2017, post-operatively. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) clarifying that the previous report was regarding a trial procedure and not an implantable neurostimulator (ins). It was indicated that the patient's condition had improved and to their knowledge the infection had been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting the serial number of the external neurostimulator. It was reported that the provided information was confirmed with the physician. No further complications were reported/anticipated.